Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the calcified superficial femoral artery. A 2mm x 40mm x 145cm coyote es mr balloon catheter was selected for use in an endovascular treatment. During the first inflation at 6 atmospheres for 30 seconds, the balloon ruptured in a vertical form. The device was removed using normal method without issue and the procedure was completed with another of the same device. There were no patient complications as a result of this event.